Event description:
The customer reported an alleged falsely low architect cea result for one patient. An initial test generated a result of 1500 ng/ml. An autodilution of the sample yielded a result of 40 ng/ml. When the autodilution was repeated, a result of more than 1500 was obtained. No adverse outcomes were reported for this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). (B)(6) ag/ab combo and carcinoembryonic antigen (cea) results. (B)(6) ag/ab combo and carcinoembryonic antigen (cea) results. (B)(6) ag/ab combo and carcinoembryonic antigen (cea) results. Investigation summary: the cea result of 1500 ng/ml was generated initially by the instrument. An automated dilution was performed on the specimen where the low result of 40 was generated. Another automated dilution was performed and the instrument produced the result of greater than 1500 ng/ml. The field service engineer (fse) flushed the wash zone probes, replaced the sample and reagent 1 probes, and performed daily maintenance. The issue was resolved after the troubleshooting was performed. A review of the complaint history for architect i2000sr sn# (B)(4) over the period of time of (B)(6) 2008 through (B)(6) 2009 was performed. The review found four additional complaints related to this issue. The issues were resolved by additional customer training by customer support and no product deficiencies have been found for the reagent lots used. Complaint records were reviewed and no adverse trends were identified for this issue. The issue is addressed in product labeling. In the architect carcinoembryonic antigen (cea) reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. A malfunction of the system occurred and is most likely due to an obstructed sample and reagent probe. After the component replacement of the sample and reagent 1 probes, the instrument was running within specifications. No product deficiency was identified related to this issue. This is the final report.